Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not in service. No further information regarding the issue has been provided. No service has been performed by philips since this service quotation has been cancelled and rejected by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not in service. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.